Manufacturer narrative:
A field service engineer (fse) was dispatched who addressed the reported event. Inspection of the device revealed a leak in the tubing from a broken column. The tubing was replaced and the device primed. Fse ran calibration, qc, and precision without issue. No further action was required by fse. The probable cause of the reported event was due to broken peek tubing. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2016,a customer reported low total area on all samples,capped and diluted with their g8 analyzer. A field service engineer (fse) was dispatched on (B)(6) 2016 to address the reported event, which resulted in delay in reporting of patient results hba1c. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.